Event description:
The customer returned the feeding pump to service with no reported issue. On (B)(6) 2017 the service technician found that the unit failed to alarm when displaying a feed error.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit failed to alarm when displaying a feed error. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.